Event description:
It was reported that the ilet¿s touchscreen in the upper left corner became unresponsive and, after removal of a screen protector, a crack was observed on the screen, consistent with a device display damage and usability issue. Symptoms included no clinical symptoms or adverse physiological effects. Outcomes included replacement of the device and patient continuation of therapy using backup methods and cgm. Investigation included customer interview and troubleshooting education covering data sync, shutdown procedure, return logistics, and start-up requirements for the replacement device. Investigation of this case revealed a cracked screen and nonresponsive touch input localized to the upper left portion of the display, consistent with physical damage to the device¿s screen component. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the display leading to loss of touch functionality.